Manufacturer narrative:
Physio-control replaced the device's user interface pcb assembly and therapy connector to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing.the device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly and determined wear to the on/off button was the cause of the reported failure to power up issue. Physio-control further evaluated the removed therapy connector and determined wear on the apex/sternum pins was the cause of the reported intermittent sensing issue. Root cause was determined to be general wear.

Event description:
The customer contacted physio-control to report a non critical issue. Upon evaluation physio observed a failure of the device to power up and a failure to sense ECG. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio control performed an initial evaluation of the customers device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non critical issue. Upon evaluation physio observed a failure of the device to power up and a failure to sense ECG. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.